Event description:
Reporter alleged at 7:30 am, blood glucose measured 567 mg/dl back to back with a result of 197 mg/dl when tests were performed within 2 minutes of each other. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.